Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel was broken on the bd¿ eccentric luer slip tip syringe. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: broken barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 03-mar-2022. H.6. Investigation: one photo and two samples were provided to our quality team for investigation. Through visual inspection, the barrels were observed to be damaged. A device history review was performed for the reported lot 2105016, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment during the assembly process. H3 other text : see h.10.

Event description:
It was reported that the barrel was broken on the bd¿ eccentric luer slip tip syringe. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: broken barrel.